Event description:
The consumer's wife alleges the seat cracked on the shower chair, causing her husband to fall through the seat and sustain cuts and bruises. No serious injury is alleged.

Manufacturer narrative:
Consumer alleges their seat cracked causing consumer to fall and bruise themselves. Consumer alleges their dr recommends therapy. Device has been in service nearly 3 years with no prior incidents. Device maintenance history is unk. History has also shown that events of this type are the result of improper loading or improper use of the device and not a malfunction. MDR filed based on alleged medical intervention.

Event description:
The consumer's wife alleges that seat cracked on the shower chair, causing her husband to fall through the seat and sustain cuts and bruises. No serious injury is alleged.

Manufacturer narrative:
Consumer alleges their seat cracked causing consumer to fall and bruise themselves. Consumer alleges their doctor recommends therapy. Device has been in service nearly 3 years with no prior incidents. Device maintenance history is unknown. History has also shown that events of this type are the result of improper loading or improper use of the device and not a malfunction. MDR filed base on alleged medical intervention. (B)(4) 2012 - (B)(4) - during a retroactive file review, it was found that the original report was filed under the wrong registration number ((B)(4)). The correct registration number should be (B)(4) for invacare distributed product.